Manufacturer narrative:
The customer was sent a replacement transformer. The transformer was received at medela on (B)(4) 2014, and evaluated/approved by quality engineering on (B)(4) 2014. The eval showed that the customer's complaint of a prong issue was confirmed, but in addition found the transformer housing breached. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to 3912. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering info. Eval summary: a visual examination of the power supply revealed the transformer housing was breached at the prongs. A visual examination of the cord revealed no exposed wires or signs of burning fire. Resistance across the dc plug was measured as open, which indicates there was not a short in the dc cord. The resistance across the ac blades was measured as 55.7 ohms, which indicates that the thermal fuse is not blown.

Event description:
The customer reported to customer service that the transformer for her pump in style advanced breast pump would not power on and that one of the prongs was loose. Upon receipt of transformer medela, the adapter housing was found to be breached, aware date changed to (B)(4) 2014.